Manufacturer narrative:
Follow-up 06/25/2016: customer reported that their bg levels returned to target on (B)(6) 2016. Reportedly, customer's bg levels elevated again on (B)(6) 2016 after the customer ate and did not administer a bolus. Customer treated bg levels by going for a walk and indicated that they would contact their health care provider to discuss diabetes management. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of up to 384 (mg/dl). Customer administered a correction bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion set and consult with health care provider to discuss diabetes management.